Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00767. It was reported that device component detachment occurred and patient was sent for surgery. The stenosed target lesion was located in the superficial femoral artery. After a direxion microcatheter was introduced to the lesion, a mustang pta balloon dilatation catheter was advanced and used for dilation. The procedure was completed. However, one day post procedure, a foreign matter was found inside the patient. The patient had to undergo surgery and the foreign matter was removed completely from the patient's body. The foreign matter was examined and it was found that it consists of a piece of tubing. A small section of the tubing was taken for analysis. The tubing was distorted so an average measurement was carried out. The approximate dimensions were 823 micrometer (um) in diameter with a wall thickness of 157 um. Fourier transform infrared analysis was carried out to identify the material. The tubing was identified as a poly(tetrafluoroethylene), or ptfe, with a correlation value of 0.96. No further patient complications were reported.